Event description:
A cartridge change error was reported with the customer's pump. There was no adverse impact to the customer¿s blood glucose level, as it was confirmed to not exceed 500 mg/dl. It was reported that an o-ring was on the pneumatic tap. The customer was able to remove the o-ring from the pump and successfully load a new cartridge.